Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 39 mg/dl and treated with glucose. Customer declined further low blood glucose troubleshooting and indicated that they would follow up with their doctor. No further details given.